Manufacturer narrative:
Per the instructions for use, "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screw/pins, are out of alignment, are cracked or have other irregularities, do not use."

Event description:
It was reported that while inserting the distal screw into the trochanteric nail, the distal targetting device malfunctioned resulting in a delay of at least 30 minutes. The screw was removed and procedure completed with no additional incidents. Patient outcome: no adverse effect reported as a result of this event.